Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to a recurrent (B)(6) infection at the driveline exit site. The patient had multiple previous wound debridement procedures and had been on intravenous antibiotics for quite some time at home with poor results. After removal of a wound vac that had been in place after the patient's last debridement, the surgeon reported that the site looked poor; it still had redness, drainage, and pain. It was determined that a pump exchange for a clean driveline site was the best treatment option. The pump was exchanged on (B)(6) 2015. The patient is currently doing well and is on the telemetry unit. The new pump parameters are within normal ranges, and the old driveline site has a wound vac in place and is doing well. The patient is currently on aquapharesis therapy, is progressing well, and may be discharged home soon. The explanted pump will not be returned for evaluation.

Manufacturer narrative:
Approximate age of device - 2 year, 5 months.the explanted device was not returned for evaluation. A review of the device history records revealed the device met applicable specifications. The instructions for use lists infection as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event. Placeholder.